Manufacturer narrative:
The insulin pump was received with high stop/idle current due to short at the lcd driver board. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the replacement battery cap did not resolve the insulin pump's battery issues. The battery did not last more than one week. The insulin pump alarmed low battery twice. Customer's blood glucose level was 130 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.